Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
Correction: manufacturing site reported the manufacturing date is august 2009.

Manufacturer narrative:
(B)(6). Equipment was checked after the event and issue was confirmed. Replaced thyratron and trigger printed circuit board (pcb). System is in j&j specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during procedure and while laser was firing system gave error message. Surgeon could not complete the procedure on the same date and patient was treated on october 31. The event had no consequence to the patient.